Event description:
Consumer reported upon removal of a tampon the pledget unraveled and fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
The consumer provided two possible lot codes, nn216813d2350 and nn214813c1354, and a sample photo. A review of the sample photo observed a used tampon pledget, which was in two separate pieces. Records for the two possible lot codes demonstrate that quality system procedures were correctly followed, and the finished product met all quality release criteria and specifications were within allowable limits prior to release.